Manufacturer narrative:
Additional information received from the local area field representative indicated the physician has decided to monitor the patient's progression and look for impedance changes if one should occur. The physician opted to leave rate response on at this time. This patient is checked in office every four months and will continue to be monitored. No other troubleshooting was performed. The clinic staff was also made aware to note on the patient's chart for attention to be given to impedance checks with isometrics and pocket manipulation for future checks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was in for a routine device check where there were inappropriate atrial tachy response (atr) episodes identified due to cyclical noise on the atrial channel. After a review by boston scientific technical services (ts) it appeared that the minute ventilation signal was being seen on the atrial channel, which could be the result of an abrupt change in the pacing lead impedances. Ts recommended additional troubleshooting to thoroughly evaluate the leads with pocket manipulation and isometrics.